Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Additional narrative: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Leak condition confirmed. Visual examination of the unit revealed the cause an untightened blue winged luer cap. Device's blue winged cap was securely tightened, and the leak was no longer observed. The root cause was determined to be the loose winged luer cap.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate, sv 100 device had leaked before use. According to the report, the device was filled with 100ml of amikacin (950mg) no patient involvement. No additional information is available.